Event description:
It was reported by service report that the footboard had no bed exit and scale functions. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.